Event description:
It was reported that the right ventriclar (rv) lead was being used as a temprorary pacing lead due to infection/endocarditis and loss of capture on the old rv lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.